Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) pump was "hard as a rock" and that he was not able to squeeze it. Troubleshooting techniques were discussed with the patient. He stated he would call back if he had any further difficulty or questions.